Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of ala3 - alarms - error codes / messages ¿ error code 133.6090 (aiu_audio_ss = 133, main_speaker_failure = 6090) was confirmed. On 28-may-25 unboxed and paperwork was received. Confirmed report error code 133.6090. Defective material from supplier. Route the device to san diego repair center for normal processing. Recommend bd san diego repair center to replace logic board. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 133.6090. There was no patient involvement.